Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 7086533.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.